Event description:
The customer reported, the sensor glucose versus blood glucose leading to threshold suspend. Customer checked and her blood glucose was normal or of going high due to suspend. Troubleshooting was done. No blood glucose reading provided. Customer stated, the sensor reading was at 50's mg/dl and blood glucose was 150's mg/dl. During troubleshooting it was found that customer had skin irritation to due adhesive taping. Advised the customer to calibrate 3-4 times a day with stable blood glucose readings and monitor sensor glucose performance. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.